Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) (B)(4) alleging that the patient's onetouch ping meter would not power on. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call to the reporter. The patient's mother reported that the alleged power issue started on (B)(6) 2011 at approximately 1pm, after the subject meter was accidentally dropped into water. The patient's mother informed the csr that the patient is on an insulin pump and tests 6-7x/day. Approximately 2 hours after the alleged issue started, the patient's mother reported that the patient began to feel "sleepy, anxious, nervous and had difficulty breathing;" symptoms she associated with a high blood glucose. The reporter informed the csr that the patient did have a backup meter; however, she did not have it with her at the time the alleged issue started. The patient's mother stated that the patient was able to locate her backup meter 2 or 3 hours after the onset of the symptoms. When she tested with her backup meter she reportedly obtained a blood glucose reading of "28.0 mmol/l (504 mg/dl)" and was given 10 additional units of insulin with the pump. The reporter confirmed the patient's symptoms abated approximately 1 hour after the extra insulin was given to the patient. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k # is k082590.

Manufacturer narrative:
Device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination and corroded battery contact. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.